Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 177 mg/dl and the sensor glucose was 90 mg/dl at the time of the incident. Customer reported that this issue happened on day 4 or 5. Customer reported insulin delivery was suspended due to sg values. Sg value that triggered the suspend event: 90. Threshold/low suspend limit in sensor settings: 90. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.